Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the sticky protector of universal cord on scope connector (s-connector) side could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, sticky protector of universal cord on scope connector (s-connector) side was found. There was no patient involvement.